Event description:
Co received a report from a biomedical engineer that the unit provided "very low volume" and cannot be increased. The biomedical engineer stated that there was no pt harm or change in therapy.